Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming testing. Upon evaluation, a pinched wire inside the trunk cable induced a short on the distribution node (dn) pca. Monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation confirmed that the belt receptacle was detached from the monitor case. Root cause investigation is ongoing under an existing internal corrective action. It cannot be determined if the pinched wire inside the electrode belt was caused by the damaged belt receptacle. The root cause of the constant gong alarms cannot be distinguished between the belt failure or monitor failure. No adverse event resulted from the damaged electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.